Manufacturer narrative:
The event device is anticipated to be returned. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic promontofixation. Event description: during a promontofixation in laparoscopy the surgeon sutured his prosthesis by performing multiple extra-corporeal points which put a strain on the seal of the trocar, we realized that an internal piece of the seal was in the abdomen of the patient. No consequence as the piece has been removed. Original: lors d'une promontofixation en coelioscopie le chirurgien a suturé sa prothèse en effectuant de multiples points extra corporel mettant à rude épreuve le réducteur du trocart, nous nous sommes aperçu qu'un bout interne du réducteur était dans l'abdomen de la patiente. Aucune conséquence vu que le bout a était enlevé. Patient status: no consequence as the piece has been removed

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Based on the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. The exact lot of the event unit could not be determined. The two possible lots reported by the complainant are: lot 1292267, manufacturing & expiration date: march 22, 2017 & march 21, 2020, (B)(4). Lot 1293296, manufacturing & expiration date: april 05, 2017 & april 04, 2020, (B)(4).